Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported intermittent connection. No patient impact or consequences were reported.

Event description:
The customer reported intermittent connection. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. Visual inspection found the external housing was damaged and separated and contaminant was observed on the connector. The unit did not power on when battery module was docked. Internal inspection found the instrument board was damaged due to pushed down rra connector. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.